Event description:
It was reported that during a procedure, the registration could not be completed due to navigation catheter out of sensing volume and not coupled error. A new device was used, but the same issue occurred. The physician was unable to complete the superdimension portion of the case. The patient was under general anesthesia and was woken up without completing the case. It was noted that the procedure was rescheduled for another week.

Manufacturer narrative:
Additional information: b5, d10, g3 d10. Concomitant products: ils-1800-kt, ils-1800-kt procedure kit illumisite 180 (lot 529710). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (imf f1910 removed, f05 added). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: unk - ils, unknown interv. Lung solutions product (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the registration could not be complete due to navigation catheter out of sensing volume and not coupled error. A new device was used, but the same issue occurred. The physician was unable to complete the superdimension portion of the case due to a . The patient was under general anesthesia and was woken up without completing the case.

Manufacturer narrative:
Correction: b5, g2 (foreign removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the registration could not be completed due to navigation catheter out of sensing volume and not coupled error. A new device was used, but the same issue occurred. The physician was unable to complete the superdimension portion of the case. The patient was under general anesthesia and was woken up without completing the case.